Manufacturer narrative:
Information contained in this report was previously submitted through asr. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis found particles on device outer surface, linear opening on posterior, crease fold, and wear abrasion. A leak test was done and found a linear opening in the shell. A microscopic analysis found an opening on the posterior of the shell and a smooth crease. A fill inspection was completed and found no blockage in the diaphragm valve.

Event description:
Health professional reported a right side deflation and "some capsular contracture on the right," baker grade unknown. Device has been explanted.